Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2007. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01992. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic hysteroscopy and cystoscopy.the patient experienced leakage, bleeding, and multiple urinary tract infection. It was reported that the patient¿s sigmoid colon became attached to her vagina and had to be removed. The patient developed a colovaginal fistula, which opens into her vagina from her colon, allowing feces and gas to enter her vagina. (B)(4).